Manufacturer narrative:
E1: initial reporter facility name: (B)(6) manufacturing plant. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® edta 2k, the label was applied at an angle causing the fill line position to be incorrect on one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 07-jan-2026 investigation summary: bd received one sample and two photos for investigation. The sample and photos were evaluated and do show the label has been placed on the tube incorrectly and is skewed. Additionally, a total of 90 retained samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: label flaw. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k, the label was applied at an angle causing the fill line position to be incorrect on one (1) tube. No adverse impact was reported regarding the patient or user.